Event description:
It was reported that the insulin pump alarmed an error after the customer had changed the reservoir. The customer noted that the insulin pump prompted her to rewind thereafter. The blood glucose reading was 100 mg/dl, which was treated with manual injection. She stated that she was able to rewind the insulin pump but just before the device pushed insulin through, the device alarmed. She also reported that on (B)(6) 2014, her blood glucose reading was 400 mg/dl, which was treated with a manual injection as well. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during basic occlusion test due to faulty force sensor resistor. The device had cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.